Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured approximately 291.2 cm from the top of the connector to the break. The second piece measured approximately 25 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The condition of the returned device confirms that the fiber was broken, likely as a result of handling of the device as it was used and interacted with the scope. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the laser fiber was noted to be kinked and broken. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the laser fiber was noted to be kinked and broken. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.